Event description:
Information was received that this left ventricular (lv) lead was dislodged. A revision surgery was performed to explant and replace the lead. No adverse patient effects were reported.